Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of bilateral stage '2+' diffuse lamellar keratitis (dlk), observed one day after a lift flap enhancement. Reporter indicated they increased the topical steroid eye drops and prescribed oral steroid. Patient noted irritated eyes. Additional information has been requested. There are two related reports for this patient. This report addresses the patients' left eye, and another manufacturer report will be filed for the fellow eye.

Event description:
Upon additional follow up, reporter indicated epithelial ingrowth was also noted at one day post op visit. Reporter has relayed that all patient issues have resolved.